Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: (B)(6) hospital in australia informed cook on (B)(6) 2021 of an incident involving a retracta detachable embolization coil [rpn: mwcer-35%]. On (B)(6) 2021, during an ovarian coiling procedure, a coil that was deployed in the patient had become dislodged with the removal of a vanschie catheter. The coil moved towards the renal vein. The surgeon used a c2 catheter and renal snare to reposition the coil. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence, and there have been no adverse effects to the patient due to this occurrence. A review of the instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) and a database search were unable to be competed due to a lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿retractatm detachable embolization coils¿ [t_mwcer_rev5], provides the following information to the user related to the reported failure mode: intended use: ¿the retracta detachable embolization coil is intended for arterial and venous embolization in the peripheral vasculature.¿ warnings: ¿positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils is possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel.¿ precautions: ¿perform an angiogram prior to embolization to determine correct catheter position.¿ product recommendations: -¿the following catheters are recommended for use with retracta detachable embolization coils: hnb(r)4.0-35, hnb(r)5.0-35, hnb(r)5.0-38, scbr-5.0-38, scbr-4.0-38.¿ instructions for use: -¿8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until the coil detachment can be either felt or visualized under fluoroscopy. (Fig 6) note: it is recommended that the junction remain just inside the tip of the catheter. Note: do not advance the delivery wire after the coil is detached. 9. Gently remove the delivery wire after coil detachment.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a potential root cause for this event has been traced to unintended use error. The customer stated that the coil was deployed in the patient when the withdrawal of the catheter caused the coil to migrate towards the renal vein. The IFU states "a minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel". It is possible the coil was not placed close enough with the other coils and the catheter was near the recently placed coil, with the force of moving the catheter causing the coil to migrate. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: vascular theatre nurse unit manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required a retracta detachable embolization coil for ovarian coiling. The coil was successfully deployed, however upon attempted withdrawal of the catheter, the coil ensnared around the catheter. The operator reported a coil "dislodged" and moved towards the renal vein, but stated it was impossible to determine which coil dislodged. A c2 catheter and renal snare were utilized to reposition the coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.